Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's son reported via phone call of customer's hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 500mg/dl. The customer was treated with IV drip. Troubleshoot was conducted. The drive support was noted to be flushed. The customer was advised the pump would have to be replaced and returned for analysis.